Event description:
It was reported that post op to laparoscopic adjustable band procedure, the band was removed as the pt was unable to keep anything down following the first fill. The fluid was removed and the pt still could not tolerate. The surgeon went in and found the band was cased into the left lobe of the liver. Adhesions and inflammation was present. The band was removed. After the band was removed the pt was fine.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.